Manufacturer narrative:
Infusion set: autosoft xc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies, but occlusion recurred. Customer's blood glucose was 600 mg/dl with high ketones. Customer administered an insulin bolus via pump to address elevated blood glucose level.